Manufacturer narrative:
The manufacturer did not receive the device for investigation. No surgical report or x-rays were provided for review. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. Additional information has been requested and is currently not available. As soon as additional information become available and/or an investigation result be available, an amended medical device report will be submitted. (B)(4).

Event description:
It was reported that the patient was implanted a long nail on the right side and underwent a revision surgery approximately two months after implantation due to implant breakage. The nail was broken at lag screwhole.

Manufacturer narrative:
Device history records (DHR): the device manufacturing quality records indicate that the released components met all requirements to perform as intended. No trend considering the following event is identified: nail breakage. Event summary: it was reported that long cm nail was implanted on (B)(6) 2017. Patient returned to hospital on (B)(6) 2018 with non-union. The nail was broken at lag screw hole. Review of received data: no medical data such as x-rays, surgical notes or any other case-relevant documents received. Devices analysis: no product was returned to zimmer biomet for in-depth analysis as it was discarded. Review of product documentation: in IFU for znn ti cmn (section warnings, patient consueling information) it is stated: warnings: ¿it may be necessary to consider a postoperative treatment course that reduces the stress on the nail system. Full unassisted load bearing should never take place until fracture callus formation is visualized on x-ray.¿ ¿special precautions are necessary in treating subtrochanteric fractures. This type of fracture is more difficult to reduce and results in unusually strong unbalanced muscle forces, which cause greater stresses to be transmitted to the device. These stresses increase the possibility of implant bending or breakage. Close supervision of the patient is advised to ensure the patient's cooperation until bony union is achieved.¿ root cause analysis root cause determination using rmw: breakage of implant due to inadequate design of mating components not possible -> a systematic issue with design and/or material properties would have been detected as part of the issue evaluation assessment. Breakage of implant due to lack of adequate fatigue strength not possible -> a systematic issue with design and/or material properties would have been detected as part of the issue evaluation assessment. Defined breakage of implant due to lack of adequate fatigue strength due to anodization not possible -> a systematic issue with design and/or material properties would have been detected as part of the issue evaluation assessment . Breakage of implant due to incorrect distal nail design for short nails (flexible nail end) not possible -> a systematic issue with design and/or material properties would have been detected as part of the issue evaluation assessment . Breakage of implant due to general corrosion (crevice, pitting, galvanic) => possible, as the device was not available for investigation, this point cannot be excluded. Breakage of implant due to the implant therapy is performed not as indicated => possible, no information received about the implantation. No surgical report or x-rays of the implantation. Breakage of implant due to wrong interpretation of x-rays templates for dimensions lead to malreduction of the fracture => possible, as no x-rays have been received, this point cannot be excluded. Breakage of implant due to users select wrong nail diameter,lenght and/or determine wrong ccd angle => possible, as no x-rays have been received, this point cannot be excluded. Breakage of implant due to wrong/incomplete infomation about limitation and postoperative restrition => possible, no information received regarding the post op restriction. Breakage of implant due to patient do not follow the post-operative protocol => possible, no information received about patient post op protocol. No surgical report was available. It is possible that the patient did not follow the given information and the nail was broken only after 1.5 months time in vivo. Breakage of implant due to explanted implant is used for new implantation surgery => possible, no specific information was given that this nail was a new one, no patient stickers available. Conclusion summary it was reported that the patient was implanted with a znn cmn nail on (B)(6) 2017 on the right side. The patient was revised on (B)(6) 2018 due to nail fracture (non-union). The nail was in vivo for only 1.5 months. Neither x-rays, operative notes, office visit notes, nor devices or photos of the explanted implants were received; therefore the condition of the components is unknown. Patient factors that may affect the performance of the components such as bone quality, activity level, type of activity (low impact vs. High impact), and relevant medical history are unknown. Adherence to rehabilitation protocol is unknown. There are several factors which may have contributed to the nail breakage. It can be that the nail was over stressed during the in vivo time or a wrong patient behaviour can also be the cause for the breakage. Based on the given information and the results of the investigation, the complaint could not be confirmed as the alleged failure could not be identified or reproduced. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet¿s reference number of this file is (B)(4).